Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue was not reproduced. Error 64 was seen in the log but was not reproduced in the evaluation. The arctic sun device was not reaching desired temperature. Issue was not reproduced. Calibration and also the electrical safety test passed without problems this device meets all criteria and is ready to use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was error 64 (water temperature 3 off of conversion table at 47 c), the arctic sun device was not reaching desired temperature. Per review of work order on 23mar2026, device was used on patient and patient switched to different device. Per sample evaluation results received via task on 31mar2026, it was reported that the arctic sun device was not reaching desired temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was error 64 (water temperature 3 off of conversion table at 47 °c), the arctic sun device was not reaching desired temperature. Per review of wo on 23-mar-2026, device was used on patient and patient switched to different device.